Event description:
The customer called reporting the units of measure had changed from mg/dl to mmol/l in his unlocked freestyle meter. Though the customer reported changing his medications on these readings, there was no report of death or serious injury.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. The 0300, 0015, 0204, 0800 errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter. The meter has been confirmed to exhibit the memory overwrite malfunction.